Manufacturer narrative:
Patient weight is unknown; described as thin. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of an anterior clavicle plate and an unknown number of screws on (B)(6) 2016 due to irritation. It was reported that the patient was thin and she stated that she could feel the plate and it was irritating her. All hardware was removed intact. The patient was healed and did not require additional devices. The date of the original implantation was unknown. The surgery was completed successfully without any delay and the patient reported as stable. This report is for an unknown anterior clavicle plate. This is report 1 of 2 for (B)(4).